Event description:
Information received by medtronic indicated that the insulin pump had a crack at back side. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the back side of pump on event date of (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and cracked retainer. Cosmetic damage was confirmed at cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.